Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is june 19, 2015.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had an infection at the superior electrode incision. The area tested positive for e. Coli. It was reported the patient had been scratching at that incision and caused it to open. A revision procedure was performed and infected skin was removed from the area. The patient was treated with intravenous antibiotics due to the infection. Three days later, an alert in the patient's remote monitoring system was observed, indicating a battery depletion (bd) error had occurred. The device data was reviewed by engineering and it was confirmed the bd error was unintended, due to a long telemetry session of nearly 60 minutes. The field representative confirmed the long telemetry session was due to device deactivation and reactivation during wound closure while the physician was using electrocautery. The current charge time was normal, indicating the battery had recovered from the extended telemetry session. The device and electrode remain in service. No additional adverse patient effects were reported.